Event description:
The customer reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.